Event description:
Patient reported it takes "high effort" for the up and down buttons to work on the infusion device. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for evaluation. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.